Event description:
As reported, foreign material like hair was found inside the package of arista ah. It was reported that there was no damage noted on the outer and inner package when received, the product box was completely sealed prior to opening. There was no reported patient injury.

Manufacturer narrative:
As reported, hair like foreign material was contaminated within the arista ah package. Visual evaluation of the returned sample confirms a hair within the sealed tyvek sterile pouch. Based on the sample evaluation and investigation performed, root cause is determined to be manufacturing related. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in apr, 2022.